Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during an infusion of pre-filled remodulin cassette, a smiths medical pump exhibited "no disposable, clamp tubing" alarm. Per reporter, they were unable to get this cassette to work on either pump. No adverse patient effects were reported. Per reporter no additional information is available at this time.